Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A direct relationship between the device and the reported atrial fibrillation could not be conclusively determined through this evaluation. The account reported that the patient had recurrent atrial fibrillation with right ventricular pacing 55-60% of the time. The patient had a cardioversion performed on (B)(6) 2018 and the patient was successfully converted to normal sinus rhythm. The event reportedly resolved, and the patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Cardiac arrhythmia is listed in the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of the heartmate 3 lvas. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 27oct2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had cardiac arrhythmias. In late 2017, the patient had recurrent atrial fibrillation with right ventricle pacing 55-60% of the time. Cardioversion after further diuresis was planned for (B)(6) 2018 followed by escalation of metroprolol dose. A 150j synchronized biphasic shock successfully converted the patient to normal sinus rhythm.